Event description:
This female admitted for raz vesicourethropexy with cystoscopy and suprapubic cystoscopy were performed. The pt had history of stress incontinence and hepatitis c. The suprapubic catheter was not functioning and required replacement. Pt has a history of seven yrs ago being hospitalized for severe infection, d.i.c. And shock. She was in a coma at that time. Pt had suprapubic catheter 12 fr inserted at time of surgery which was noted to have difficulty in recovery room. Catheter was irrigated at that time. The following morning the catheter was noted not to be draining. Pt had surgery on 7/15/93. At 10:15 the suprapubic catheter was irrigated with normal saline prior to pt's move from recovery room to floor. On 7/16, the foley was discontinued at 7:00. At 13:05 the pt hadn't voided. The suprapubic catheter was advanced. The suprapubic tube had not drained since the morning. A coudet foley was inserted by surgeon's partner who saw pt. On 7/17 the suprapubic tube was determined nonfunctional and removed. On 7/18, the pt was discharged from our facility with drainage bag. According to the pt she required several catheters due to the malfunctioning suprapubic catheter as explained by her physician.